Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a correction bolus. Reportedly, the customer is unsure what the cause of the elevated bg was and suspected it may have been due to the load technique. The customer stated that they did not remove air from the cartridge. It was noted that the customer declined further troubleshooting.